Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the customer was getting high spco values. The tests were conducted on different non-smoking men of the ems staff before going live on the ambulance. No patient involvement.